Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition and r-wave amplitude variation. Rv lead was reprogrammed on (B)(6) 2022. The patient was in stable condition.